Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal varicose ligation procedure performed on (B)(6) 2023. During the procedure, after the device was installed, tissue suction was performed inside the patient's body. When attempting to deploy the band, it was stuck. The device was removed and replaced. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal varicose ligation procedure performed on (B)(6) 2023. During the procedure, after the device was installed, tissue suction was performed inside the patient's body. When attempting to deploy the band, it was stuck. The device was removed and replaced. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 was analyzed (handle assembly and ligator housing), and a visual evaluation noted that the ligator housing returned with five bands attached, some of them were moved and overlapped. The handle slot had the trip wire inserted. The suture thread was cut, possible at the time of removing the device. The ligator housing teeth were found bent/damaged. The suture hole of the ligator housing was in good condition. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that some of the bands in the ligator head were moved and overlapped, and the ligator housing teeth were bent. This suggests that there was an incorrect application of tension to the suture thread at the time of deployment, which caused the movement and overlapping of the bands, and the improper deployment of the bands. It is possible that the technique used, or the patient's anatomical conditions could have contributed to this event. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.